Event description:
It was reported by the physician via a post-market evaluation (pme) form that during a procedure in a heavily calcified 60-millimeter lesion in the left superficial femoral artery (sfa), an unspecified fox cross balloon dilatation catheter (bdc) performed somewhat worse than a non-abbott balloon in the following categories: deflation time was slower and system removal (slightly more force was necessary to pull back the fox cross through the sheath compared to the force which is usually necessary for the pull back of a non-abbott balloon). Reportedly, the fox cross was also inflated a 2nd time to treat a dissection in an av fistula in the sfa. The dissection did not exist prior to using the fox cross. The fox cross caused, contributed to, or exacerbated the dissection. The placement of an absolute pro was necessary to fix the flow limiting dissection. The procedure was completed using the same fox cross device. There were no reported adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.